Event description:
It was reported a one-link IV connector would not allow fluid to flow through it while being operated by a certified registered nurse anesthetist. This was observed during infusion. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The event occurred within approximately two to three weeks of the aware date. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.